Event description:
Implant date: 1996. Post operative x-rays revealed a broken screw. Revision surgery in 1996 for anterior interbody fusion and instrumentation to stabilize spine. Anterior implants were from another MFR. Devices have not been reported to have been explanted.